Manufacturer narrative:
The reported issue was confirmed. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump motor. The device was evaluated and the reported issue was confirmed as it was noted that the mixing pump bearings were bad. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. Correction: f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device appeared to be rewarming patient instead of cooling. Device alerted background. Nurse confirmed alert 113 reduced water temperature control. Patient temperature was 36.2c, target temperature was 36c, water temperature was 35c system diagnostics were outlet monitor temperature (t1) was 35c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4c, water flow rate was (B)(4), inlet pressure was -7.1 psi, circulation pump command was 58 percent, mixing pump command was 100 percent, water reservoir level was 5, system hours was 8825.9, pump hours was 8404.7. Mis advised to send to biomed with alert 113 noted. They have another device available. Mis walked through setting up new device. Per communication with tech support and biomed on 23jan2023, the device was having issues with the mixing pump, device appeared to be overfilled and after draining and refilling the mixing pump did not fill the chiller tank. Device coming in for service. No patient injury was reported. Per sample evaluation results received on 07feb2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the mixing pump bearings were bad. It was noted that the mixing pump assembly was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device appeared to be rewarming patient instead of cooling. Device alerted background. Nurse confirmed alert 113 reduced water temperature control. Patient temperature was 36.2c, target temperature was 36c, water temperature was 35c system diagnostics were outlet monitor temperature (t1) was 35c, outlet control temperature (t2) was 35c, inlet temperature (t3) was 35.1c, chiller temperature (t4) was 4c, water flow rate was 2.4 lpm, inlet pressure was -7.1 psi, circulation pump command was 58 percent, mixing pump command was 100 percent, water reservoir level was 5, system hours was 8825.9, pump hours was 8404.7. Mis advised to send to biomed with alert 113 noted. They have another device available. Mis walked through setting up new device. Per communication with tech support and biomed on 23jan2023, the device was having issues with the mixing pump, device appeared to be overfilled and after draining and refilling the mixing pump did not fill the chiller tank. Device coming in for service. No patient injury was reported. Per sample evaluation results received on 07feb2023, the root cause of the reported issue was due to a failed mixing pump. It was reported that the mixing pump bearings were bad. It was noted that the mixing pump assembly was replaced.